Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, the patient reported intermittently forgetting thoughts while having a conversation or when being distracted from their train of thought. The patient reported that this had happened four times since the procedure. Per the pi, this was normal for epilepsy patients. The patient also had memory problems post-operatively. No diagnostic testing or procedures were done. No medications were administered. Per the investigator, the relatedness to the procedure was unknown but the event was not related to the thermal therapy system. The event outcome was unresolved with no further actions planned.